Event description:
Complaint alleged that the head section will not go up. No alleged injury by account.

Manufacturer narrative:
Bed location - bed shop. Technician found - the head section is all the way down and will not go up from either siderail. No alarms. Head section will not go up with electrical or manual controls. The battery led is lit. Cause - the head up valve is stuck. Replaced the head up valve to resolve this issue.